Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, an ercp procedure was performed and the size of the stricture was determined. The physician attempted to implant a wallstent rx biliary endoprostheses in a malignant stricture in the mid common bile duct. The nurse flushed the stent with saline before loading it into the scope's working channel. The physician then parked the scope near the papilla and proceeded to advance the stent delivery system into the common bile duct. Once the physician reached the desired location, he attempted to deploy the stent; however, he faced difficulty and was not successful. The stent was removed from the patient and the physician attempted to deploy the stent outside the patient, but the stent failed to deploy. The physician reported that the distal tip of the stent perforated the outer sheath and completed the procedure with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
(B)(4) (sheath-stent wire perforation). The device has been received, but not evaluated by manufacturer, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found the distal handle fully retracted. The inner lumen was exiting the guidewire access port. The stent was fully mounted and, several of the stent wires had perforated the outer sheath at approximately 10mm proximal to the distal end. During functional analysis, it was not possible to retract the outer sheath due to the inner shaft exiting the guidewire access port. The shaft of the device was dissected proximal to the guidewire access port and the inner shaft and stent were withdrawn. Visual inspection revealed that the distal stent wires were damaged and the inner shaft was kinked at approximately 250mm proximal to its distal end. Based on the condition of the returned device, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, an ercp procedure was performed and the size of the stricture was determined. The physician attempted to implant a wallstent rx biliary endoprostheses in a malignant stricture in the mid common bile duct. The nurse flushed the stent with saline before loading it into the scope's working channel. The physician then parked the scope near the papilla and proceeded to advance the stent delivery system into the common bile duct. Once the physician reached the desired location, he attempted to deploy the stent; however, he faced difficulty and was not successful. The stent was removed from the patient and the physician attempted to deploy the stent outside the patient but the stent failed to deploy. The physician reported that the distal tip of the stent perforated the outer sheath and completed the procedure with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.